Event description:
Information received a smiths medical ventilators/pneupac ventilators vr1 standard was not flowing properly. Issue was discover during testing and no patient involvement.

Manufacturer narrative:
Other, other text: h10 device evaluation results: one pneupac ventilator was returned for investigation in used condition. The investigation revealed that the tidal volume had failed. The customer reported product problem was therefore confirmed. The ventilator had multiple damaged internal components (faulty crank momentary, faulty regulator, faulty amsv assembly, damaged chassis, timing volume assembly, momentary valve assembly, lower housing, lever toggle, lever extension, gas supply label, and upper housing.) The exact source of the failed tidal volume was unknown. A definitive root cause was not established. The aforementioned damaged components were replaced. The device subsequently passed all the functional tests.